Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patent underwent an artificial urinary sphincter (aus) revision surgery due to the patient experiencing pain. During the procedure, erosion in the urethra was identified. The device was removed and replaced with a new aus system. It was said that the patient fully recovered.